Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was working on an automobile electrical system at the time of the shock. During an office visit, aggressive xiphoid and pocket manipulation did not result in any noise. Technical services asked if the patient has had surgery recently. It was mentioned that the patient had an epicardial lead removed due to infection. The procedure involves open heart surgery. Technical services advised to do an x-ray to check for a sternal wire being in contact with the electrode. There were no additional adverse patient effects. The system remains implanted.